Event description:
It was reported that the physician attempted to place a fluency tracheobronchial stent graft in a patient with a large abdominal aortic aneurysm. Fluency was to be placed in adjunct to aaa zenith endograft and cook helical iliac sidebranch device. Fluency stent graft was advanced through balkin sheath, through the cook helical sidebranch device and into the right internal iliac artery. Excessive force was used to attempt deployment and the outer delivery sheath stretched and broke at the catheter - tuohy borst connection. The fluency was then removed from the patient partially deployed. The physician stated that positioning the stent graft in the internal iliac artery from an ipsolateral approach introduced the stent graft to extremely tortuous anatomy.